Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen on palpation, especially on the left side/ constant pain / lower stomach pains') and genital haemorrhage ('intermittent bleedings') in a 39-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, multigravida, vaginal delivery, multigravida, parity 4 and miscarriage. Her diet is balanced, and she exercises regularly. She has no food sensitivities or other allergies. She has not used any medications. Celiac disease was tested, and a bunch of serious chronic diseases were excluded, blood levels were tested thoroughly. Discussions with the doctor about early menopause (considered unlikely). No surgeries to the abdominal area. In 2017: thyroid levels and rheumatoid factors were tested. Discussions with the doctor about psoriasis (considered unlikely). Previously administered products included for hemoglobin level has been low: iron supplements. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("exercising caused pain in the lower abdomen and pelvic area"), fatigue ("constant fatigue that sleep and rest could not alleviate / I got tired under physical strain / occasional severe tiredness that was not related to flu, stress etc"), arthralgia ("joint pains, especially in the joints of the fingers"), initial insomnia ("trouble falling asleep"), restless legs syndrome ("restless legs"), hypoaesthesia ("my hands were numb in the morning"), joint stiffness ("wrists and ankles were stiff"), pain in extremity ("the soles of my feet were sore"), dyspnoea ("got easily out of breath"), swelling face ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), peripheral swelling ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), localised oedema ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), depressed mood ("low mood"), apathy ("lack of drive"), bradyphrenia ("slow thinking"), memory impairment ("forgetfulness"), dysuria ("transient symptoms of urinary tract infection (pain, burning)"), dry skin ("scalp exceptionally dry"), mucosal dryness ("mucous membranes dry"), gingival recession ("my gums receding") and feeling cold ("feeling cold") and was found to have heart rate increased ("high heart rate both at rest when strained"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("changes in my periods: sometimes very heavy bleeding, sometimes very scanty"), vaginal haemorrhage ("vague brown bleeding occasionally"), polymenorrhoea ("shortened cycle"), premenstrual syndrome ("irritability, aggravated pms symptoms"), abdominal distension ("her upper stomach still gets bloated sometimes"), anaemia ("anemia (again)"), bacterial vaginosis ("bacterial vaginosis"), irritability ("irritability, aggravated pms symptoms"), hair growth abnormal ("my hair did not grow"), cervicitis ("chronic cervicitis") and dysmenorrhoea ("painful periods") and was found to have uterine leiomyoma ("suspected fibroids"). The patient was treated with iron, naproxen sodium (miranax), tranexamic acid (caprilon), levonorgestrel (mirena) and surgery (hysterectomy and womb, ovaries and implants were removed / salpingectomy, laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage, polymenorrhoea, premenstrual syndrome, abdominal distension, fatigue, arthralgia, initial insomnia, restless legs syndrome, hypoaesthesia, joint stiffness, pain in extremity, heart rate increased, dyspnoea, swelling face, peripheral swelling, localised oedema, depressed mood, apathy, bradyphrenia, memory impairment, dysuria, dry skin, mucosal dryness, gingival recession, feeling cold, anaemia, bacterial vaginosis, uterine leiomyoma, irritability, hair growth abnormal, cervicitis and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, anaemia, apathy, arthralgia, bacterial vaginosis, bradyphrenia, cervicitis, depressed mood, dry skin, dysmenorrhoea, dyspnoea, dysuria, fatigue, feeling cold, genital haemorrhage, gingival recession, hair growth abnormal, heart rate increased, hypoaesthesia, initial insomnia, irritability, joint stiffness, localised oedema, memory impairment, menstrual disorder, mucosal dryness, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, restless legs syndrome, swelling face, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: starting in early 2014, numerous health problems that got worse in early 2017. Symptoms and problems disappeared within six months of the removal. Her joints still ache but only occasionally; the constant pain is gone. Her upper stomach still gets bloated sometimes even though she lost 10 cm from her waist even before she started exercising. All the other symptoms have vanished. Report received from valvira (ha) according to current information all events recovered within 6 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: external genital organs neat and tidy; vagina loose and elastic with smooth walls. Vaginal portion of the cervix is neat and tidy. On bimanual palpation the uterus is mobile with no tenderness; slight tenderness in the adnexal region.; on (B)(6) 2018: genital organs normal. Vagina loose and elastic with smooth walls; slight menstrual-type bleeding from the vaginal portion of the cervix, normal vaginal discharge, nothing infectious. On palpation, the uterus is mobile, no abnormalities in the adnexa.. Pathology test - on (B)(6) 2018: the sample is a 10cm long uterus cut in half. The right tube is 7cm in length and the left one is 6cm. Essure inserts are in place. Samples show normal exocervical squamous epithelium and endocervical columnar epithelium in the vaginal portion of the cervix. Plenty of chronic cervicitis in the junction. No hyperplasia or polyps in the endometrium. Myometrium is normal. Base of both of the tubes shows scarring consistent with essure. Nothing indicative of malignancy. Diagnoses: pad: vaginal portion of cervix: chronic cervicitis; pad: endometrium: no diagnostic changes; pad: myometrium: no diagnostic changes; pad: fallopian tube (right and left): reactive changes. Serum ferritin - on an unknown date: under 40 nearly the whole time during the past four years (under essure); in (B)(6) 2018: had increased to 113. Ultrasound scan - on (B)(6) 2018: uterus lies in a position of anteversion and anteflexion, with the endometrium at 1.4 cm. Uterus is of normal structure, ovaries are normal. Essure coils seem to be in place.. Ultrasound scan vagina - on (B)(6) 2017: tidy uterus, no fluids in the free abdominal cavity. Endometrium 5 mm. Tidy adnexa. Essure coils seem to be in place.; on (B)(6) 2018: fairly engorged endometrium at 1.2 cm, consistent with the cycle phase, otherwise neat and tidy. Nothing abnormal in the myometrium. Regular ovaries, no fluids in the free abdominal cavity.. Most recent follow-up information incorporated above includes: on 20-may-2019: device removal questionnaire and medical records including pathology report received. Obstetric history added, chronic cervicitis and painful periods were added as event; mirena was added as treatment drug; new lab data provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen on palpation, especially on the left side/ constant pain / lower stomach pains") and genital haemorrhage ("intermittent bleedings") in a 39-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, multigravida and multigravida. Her diet is balanced, and she exercises regularly. She has no food sensitivities or other allergies. She has not used any medications. Celiac disease was tested, and a bunch of serious chronic diseases were excluded, blood levels were tested thoroughly. Discussions with the doctor about early menopause (considered unlikely). In 2017: thyroid levels and rheumatoid factors were tested. Discussions with the doctor about psoriasis (considered unlikely). Previously administered products included for hemoglobin level has been low: iron supplements. In december 2013, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("exercising caused pain in the lower abdomen and pelvic area"), fatigue ("constant fatigue that sleep and rest could not alleviate / I got tired under physical strain / occasional severe tiredness that was not related to flu, stress etc"), arthralgia ("joint pains, especially in the joints of the fingers"), initial insomnia ("trouble falling asleep"), restless legs syndrome ("restless legs"), hypoaesthesia ("my hands were numb in the morning"), joint stiffness ("wrists and ankles were stiff"), pain in extremity ("the soles of my feet were sore"), dyspnoea ("got easily out of breath"), swelling face ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), peripheral swelling ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), localised oedema ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), depressed mood ("low mood"), apathy ("lack of drive"), bradyphrenia ("slow thinking"), memory impairment ("forgetfulness"), dysuria ("transient symptoms of urinary tract infection (pain, burning)"), dry skin ("scalp exceptionally dry"), mucosal dryness ("mucous membranes dry"), gingival recession ("my gums receding") and feeling cold ("feeling cold") and was found to have heart rate increased ("high heart rate both at rest when strained"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("changes in my periods: sometimes very heavy bleeding, sometimes very scanty"), vaginal haemorrhage ("vague brown bleeding occasionally"), polymenorrhoea ("shortened cycle"), premenstrual syndrome ("irritability, aggravated pms symptoms"), abdominal distension ("her upper stomach still gets bloated sometimes"), anaemia ("anemia (again)"), bacterial vaginosis ("bacterial vaginosis"), irritability ("irritability, aggravated pms symptoms") and hair growth abnormal ("my hair did not grow") and was found to have uterine leiomyoma ("suspected fibroids"). The patient was treated with iron and surgery (womb, ovaries and implants were removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage, polymenorrhoea, premenstrual syndrome, abdominal distension, fatigue, arthralgia, initial insomnia, restless legs syndrome, hypoaesthesia, joint stiffness, pain in extremity, heart rate increased, dyspnoea, swelling face, peripheral swelling, localised oedema, depressed mood, apathy, bradyphrenia, memory impairment, dysuria, dry skin, mucosal dryness, gingival recession, feeling cold, anaemia, bacterial vaginosis, uterine leiomyoma, irritability and hair growth abnormal had resolved. The reporter considered abdominal distension, abdominal tenderness, anaemia, apathy, arthralgia, bacterial vaginosis, bradyphrenia, depressed mood, dry skin, dyspnoea, dysuria, fatigue, feeling cold, genital haemorrhage, gingival recession, hair growth abnormal, heart rate increased, hypoaesthesia, initial insomnia, irritability, joint stiffness, localised oedema, memory impairment, menstrual disorder, mucosal dryness, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, restless legs syndrome, swelling face, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: starting in early 2014, numerous health problems that got worse in early 2017. Symptoms and problems disappeared within six months of the removal. Her joints still ache but only occasionally; the constant pain is gone. Her upper stomach still gets bloated sometimes even though she lost 10 cm from her waist even before she started exercising. All the other symptoms have vanished. Report received from valvira (ha) according to current information all events recovered within 6 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): serum ferritin - on an unknown date: under 40 nearly the whole time during the past four years (under essure); in (B)(6) 2018: had increased to 113. Most recent follow-up information incorporated above includes: on (B)(6) 2019: report received from valvira (ha): according to current information all events recovered within 6 months after removal. No authority reference number received. All events outcomes were updated to recovered. Ha added as reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen on palpation, especially on the left side/constant pain/lower stomach pains") and genital haemorrhage ("intermittent bleedings") in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, multigravida and delivery. Her diet is balanced, and she exercises regularly. She has no food sensitivities or other allergies. She has not used any medications. Celiac disease was tested, and a bunch of serious chronic diseases were excluded, blood levels were tested thoroughly. Discussions with the doctor about early menopause (considered unlikely). In 2017: thyroid levels and rheumatoid factors were tested. Discussions with the doctor about psoriasis (considered unlikely). Previously administered products included for hemoglobin level has been low: iron supplements. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("exercising caused pain in the lower abdomen and pelvic area"), fatigue ("constant fatigue that sleep and rest could not alleviate / I got tired under physical strain / occasional severe tiredness that was not related to flu, stress etc"), arthralgia ("joint pains, especially in the joints of the fingers"), initial insomnia ("trouble falling asleep"), restless legs syndrome ("restless legs"), hypoaesthesia ("my hands were numb in the morning"), joint stiffness ("wrists and ankles were stiff"), pain in extremity ("the soles of my feet were sore"), dyspnoea ("got easily out of breath"), swelling face ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), peripheral swelling ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), localised oedema ("swelling (face, fingers, particularly one-sided edema in the lower abdomen)"), depressed mood ("low mood"), apathy ("lack of drive"), bradyphrenia ("slow thinking"), memory impairment ("forgetfulness"), dysuria ("transient symptoms of urinary tract infection (pain, burning)"), dry skin ("scalp exceptionally dry"), mucosal dryness ("mucous membranes dry"), gingival recession ("my gums receding") and feeling cold ("feeling cold") and was found to have heart rate increased ("high heart rate both at rest when strained"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("changes in my periods: sometimes very heavy bleeding, sometimes very scanty"), vaginal haemorrhage ("vague brown bleeding occasionally"), polymenorrhoea ("shortened cycle"), premenstrual syndrome ("irritability, aggravated pms symptoms"), abdominal distension ("her upper stomach still gets bloated sometimes"), anaemia ("anemia (again)"), bacterial vaginosis ("bacterial vaginosis"), irritability ("irritability, aggravated pms symptoms") and hair growth abnormal ("my hair did not grow") and was found to have uterine leiomyoma ("suspected fibroids"). The patient was treated with iron and surgery (womb, ovaries and implants were removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage, polymenorrhoea, premenstrual syndrome, fatigue, initial insomnia, restless legs syndrome, hypoaesthesia, joint stiffness, pain in extremity, heart rate increased, dyspnoea, swelling face, peripheral swelling, localised oedema, depressed mood, apathy, bradyphrenia, memory impairment, dysuria, dry skin, mucosal dryness, gingival recession, feeling cold, anaemia, bacterial vaginosis, uterine leiomyoma, irritability and hair growth abnormal had resolved, the abdominal distension had not resolved and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain lower, anaemia, apathy, arthralgia, bacterial vaginosis, bradyphrenia, depressed mood, dry skin, dyspnoea, dysuria, fatigue, feeling cold, genital haemorrhage, gingival recession, hair growth abnormal, heart rate increased, hypoaesthesia, initial insomnia, irritability, joint stiffness, localised oedema, memory impairment, menstrual disorder, mucosal dryness, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, restless legs syndrome, swelling face, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: starting in early 2014, numerous health problems that got worse in early 2017. Symptoms and problems disappeared within six months of the removal. Her joints still ache but only occasionally; the constant pain is gone. Her upper stomach still gets bloated sometimes even though she lost 10 cm from her waist even before she started exercising. All the other symptoms have vanished. Diagnostic results (normal ranges are provided in parenthesis if available): serum ferritin - on an unknown date: under 40 nearly the whole time during the past four years (under essure); in (B)(6) 2018: had increased to 113. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.